Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer's blood glucose was within range (value not provided). Customer changed the cartridge to resolve the issue. Reportedly, tandem technical support reviewed the loading process with the customer.